Event description:
During knee surgery when the surgeon pulled the shaver out of the pt's knee, water sprayed all over the place. The pressure was set at 50 but the incident report said 70. Only one bag opened, two were hanging there. The staff could not tell if the fms unit was running at the time. They felt it was not overrunning however, the knee did swell with fluid. Swelling went down shortly after and pt recovered with no problems or injury noted and pt was ok.